Event description:
Surgeon noted stapler was not firing right. Stated it acted stuck. Removed from pt and could not be adjusted to work properly. Obtained a new one and upon putting it in, noticed loose staples in pt's abdomen. Staples were not closed. Two staples were removed. No other staples seen on bowel or in abdomen.